Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the report condition of failed hh cubie drawer does not recognize cubie pockets was confirmed during fse testing and subsequently confirmed during the dchu inspection process according to work order #(B)(4), the fse reported that half height cubie drawer 3-2 on the main device was failing cubie pockets. Error message, not detected on bus. The fse reseated the row board cable and ribbon cable and replaced the retractor band. The fse ran final test in hardware test application; the drawer and cubie pockets were functioning properly. The report was closed during dchu visual inspection: p/n 353844-01: was received with copper strands in contact with adjacent copper strands. During dchu testing: p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of a failed hh cubie drawer, does not recognize cubie pockets was due to short between adjacent copper strands of the ¿assy retractor dwr hh cubie¿ (p/n 353844-01) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height cubie drawer failed and did not recognize cubie pockets. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. As per part investigation, it was determined that a copper strand short in the assy retractor dwr hh cubie (p/n 353844-01) caused thermal damage and hh cubie drawer failure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 3-2 on the main device was failing cubie pockets and was not detected on bus. A field service engineer (fse) reseated the row board cable and ribbon cable and then replaced the retractor band to resolve the issue. Also tested in hardware test application successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height cubie drawer failed and did not recognize cubie pockets. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.